Manufacturer narrative:
Investigation conclusion the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
A supplemental report is being submitted to report additional information received: the parenchymal tract was successfully embolized and the procedure was successful. See h6 & h11.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging was not provided. The alleged product issue could not be confirmed. If additional information is received at a later date, a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that during a transjugular intrahepatic portosystemic hunt (tips) procedure the coil prematurely detached inside the catheter while trying to embolize the parenchymal tract. The coil was eventually pushed out of the competitor catheter with saline flush. Additional information received confirmed that the coil was implanted and positioned into place with a pressurized saline flush. The controller was not saved and was discarded. There was no injury reported and no additional patient information provided.